Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 300mg/dl. The mother stated that the customer was released at noon and then re-admitted an hour later with high blood glucose of 400mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.